Event description:
It was reported that the patient underwent total right knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to an infection. The patient underwent an irrigation and debridement and the tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.